Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level rose to 19.5 mmol/l (351 mg/dl). The patient attempted to activate a new pod and reported being unsure if the cannula was properly seated in the infusion site. When removed, the patient noted that the pink slide did not move forward, indicating a needle mechanism failure occurred.